Event description:
"During a thrombectomy procedure, a 3f fogarty catheter was inserted into the right tibial artery and inflated. The balloon became detached and remained in the artery. An arteriogram revealed no occlusions in the arteries."

Manufacturer narrative:
Product is not being returned by the hospital. It was discarded.